Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and complex atypical adenomatous hyperplasia and sling mesh was implanted. The patient experienced pain, bleeding, infections, incontinence and erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03909 and medwatch 2210968-2012-03910 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections, urinary retention, vaginal pain, and dyspareunia.

Event description:
It was reported that following insertion the patient experienced infections, urinary retention, vaginal pain, and dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03909 and medwatch 2210968-2012-03910. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the following surgeries, resection of exposed mesh and repair of posterior vaginal mucosa due to erosion of posterior vaginal graft on (B)(6) 2009 and (B)(6) 2010. On (B)(6) 2011 excision of eroded vaginal mesh with re-closure was performed due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.